Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: 2 representative samples of batch 5141109 were returned in sealed packages for investigation. The safety shields were found to be intact and passed safety shield test. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Bd was unable to duplicate or confirm the customer's indicated failure more, therefore a root cause cannot be determined. CAPA (B)(4) was initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the safety shield on a bd eclipse¿ hypodermic needle fell off before use. There was no report of injury or medical intervention.